Manufacturer narrative:
Concomitant medical product: 407652 lead implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and dizziness. It was further reported that the implantable pulse generator (ipg) exhibited a potential power on reset (por). Reprogramming occurred. The ipg remains in use. No further patient complications have been reported as a result of this event.